Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was having a lot of trouble keeping the ins charged. The patient reported that sometimes stim gets really intense when he is sitting. Adaptive stim was enabled. The patient reported that the ins will change from adaptive to a different program on its own, and he could not change it because it was no longer on adaptive. The patient reported he will get to the program where he is going to lower the voltage, and he won't be able to because it will "drop to a whole different deal" where it will say "b." The patient programmer would not show sitting or standing. The patient reported it would eventually sync back up. The patient reported he turned the ins off for about a week. The patient stated his back started hurting so he though the ins must work. It was reviewed that movement of the ins could cause these issues. The patient stated he would charge the ins from empty and it would take several hours, but would only be charged a day and a half. The patient noted the recharger belt was broken and would not lay flat, and when the belt broke it cut him. It was reviewed that the charge level depends on voltage and settings. It was reviewed that the patient's healthcare provider (hcp) could calculate longevity based on settings. The patient stated his current setting is upright he thinks 4.0 volts, sitting 3.9 volts, and laying down at 3.8 volts. The patient reported he gets sore a lot. The patient was redirected to his hcp. Patient was issued a new belt. The patient later called back with shipping questions. There were no reported complications and no further complications were expected. Patient was implanted for movement disorders.